Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lfs alleging that the one touch ultra 2 meter does not power on. The pt mentioned that the alleged issue first started back in (B)(6) 2010. The pt did not exhibit any symptoms; however, at an unspecified time and date in feb, the pt was tested on the ems meter and obtained a 31 mg/dl and was treated with IV fluids in the ER. This was not the first time the product was being used. The pt denied that there was any misuse of the product. The meter did not power on by pressing the power button. The battery needed to be replaced; however, the pt did not have replacement batteries. The pt was using the correct vial of test strips. The complaint is being reported since the pt alleged that due to the meter not powering on, she had to be treated by a medical professional for a blood glucose result of 31 mg/dl.